Event description:
It was reported that the tps micro driver ran in reverse when trying to run in forward. The event occurred during testing at the user facility. There was no pt involvement or adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.